Manufacturer narrative:
The pump was unable to perform displacement test due to missing retainer. The pump was received missing o-ring and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the device was cracked at the retainer ring. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.